Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of partial resection of the small intestine, the surgeon could not fire the device. They replaced it with a new cartridge, and the device became usable. There was no patient injury.